Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was not able to measure left ventricular (lv) capture management threshold for the last seven days. Additional information was received indicating that the device had migrated into the patient¿s arm pit. It was also reported that the lv lead exhibited an increase in threshold when measured during in-office visit. The lead had pulled back. The device and lead remain in use with the intention of a revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).